Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Complete entry section a1 - patient identifier = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82 and a 510k/PMA/bla number of p050051.

Event description:
The customer observed a falsely elevated architect anti-hbs result for a 53-year-old male patient sample. The following data was provided (customer¿s reference range <10 miu/ml): on (B)(6) 2026 sample ID (B)(6) initial result = 23.48 miu/ml, repeat results = 0.94 miu/ml, 1.52 miu/ml, 0.90 miu/ml. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect anti-hbs result for a 53-year-old male patient sample. The following data was provided (customer¿s reference range <10 miu/ml): (B)(6) 2026 sample ID (B)(6) initial result = 23.48 miu/ml, repeat results = 0.94 miu/ml, 1.52 miu/ml, 0.90 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the architect anti-hbs reagent and complaint lot did not identify an increase in complaints for the complaint issue. In-house specificity testing of a retained kit of lot 75318fz00 was completed. All specifications were met, indicating the lot is performing as expected. Device history record review did not identify any non-conformances or deviations associated with the complaint lot and the complaint issue. The product labelling provides appropriate information related to the customer issue. Based on our investigation, no systemic issue or deficiency with the architect anti-hbs reagent lot 75318fz00 was identified.